Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, crease fold and wear abrasion. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a opening sharp in the posterior assessed as unidentified (tear) opening.

Event description:
Physician reports rupture. This relates to the left device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified brown particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. This relates to the left device. Device has been explanted.